Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the cmos battery, flashed the nodes and reloaded the calibration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a cmos checksum error. No pt injury was reported.